Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device.  The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 08/08/2018 that on (B)(6) 2018, a loss of connection between the transmitter and display device occurred. No data was provided for evaluation. The complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected, and pass. Performed a pairing test with nordic bluetooth device and failed. Transmitter functional test was unable to be performed. Performed share log review and no data was found. The reported event of a loss of connection was confirmed. The probable cause is a defective transmitter.